Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer 2.4 being jammed. A field service engineer employed the emergency lever along with a screwdriver to access the drawer, revealing that pocket 1 was excessively filled with medication. The engineer advised the customer to remove some items to avoid potential jamming in the future. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es mini drawer 2.4 experienced a malfunction and became stuck. The customer confirmed malfunction occur when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.